Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump. Customer reported not performing the air removal step when filling cartridge with insulin. Customer was educated on the proper air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.